Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failed. A field service engineer found that the drawer 2.2, a half-height matrix drawer, was not closing successfully without being forced, and drawer 2.1 was also failing to unlock for the customer. The station was powered off, and the half-height drawer was removed from the device. The hard stop was loosened and adjusted farther toward the back of the drawer, allowing the latch to lock properly onto the hard stop. Once the adjustment was completed, the drawer was reinstalled in the cabinet. The hardware was rebooted, tested, and confirmed to be functioning successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device failed continuously multiple times for multiple people. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.